Manufacturer narrative:
UDI: (B)(4). It was determined that at the first attempts the controller did not initiate when the device was booted. The issue is known and according to staübli, is due to the version of the source code in the controller. The field service engineer attempted to solve the issue by replacing connection wires and the issue was solved after the reboot. Therefore, the cause for the issue could also be related to wire incorrect plug-in or micro-cut, however this cannot be confirmed.

Event description:
During a preventive maintenance session, the field service engineer (fse) turned on the robot system. Upon switching on the system, it was noted by the fse that the emergency stop button was lit up red. The fse confirmed the emergency stop button was not still depressed before trying to connect to the controller. The fse attempted to connect to the controller by using kine verif. Controller connection failed. The fse shut off the robot and restarted. Upon restart, the emergency stop button was still lit up red. The fse tried to connect to the controller using the rosa brain software. Connection was unsuccessful. The fse removed the side panels of the robot and located the multi-colored wiring. The fse unplugged and re-seated the wires in multiples locations. The fse restarted the system. Upon restart, the emergency stop button was no longer solid red. The button flashed red a few seconds after the robot was turned on, however, the red lit did go off and remained off. At this point the fse was able to connect to the controller using both kineverif and rosa brain software. The fse then turned the system on and off and connected to the controller multiples times to confirm the emergency stop button was appropriately working.